Manufacturer narrative:
D4 - UDI no. - this product code is not required to be registered with FDA. The actual device was discarded by the user facility. Therefore, the investigation was limited to information provided by the user facility and evaluation of quality records. A review of the device history record and the product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. There is no evidence that this event was related to a device defect or malfunction. From the available information, the cause cannot be definitively determined. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter or metal introducer devices as they may cause the guide wire m plastic coating to shear and/or sever the wire. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device discarded

Event description:
The user facility reported separation of the urethane layer on the guidewire device during a procedure. Follow up communication with the user facility confirmed the following information: the actual sample was used for a severely calcified right sfa case; it was delivered to the lesion; due to extremely severe superficial calcification of the lesion, the distal polymer segment of the device became deformed into a curled shape when it was subjected to torque force; the actual sample was changed out to a new one; the procedure was completed successfully; and the patient was not harmed.